Event description:
Hospitalized for high blood glucose. Customer's family member stated customer did not receive the no delivery alarm. Family member also states that family member is unsure of whether it was the pump that malfunctioned and caused high blood glucose or if it was because customer was also coming down with some kind of illness at the time.